Event description:
Ous MDR - after about 8 months of being implanted, sporatic shock impedances of <25 ohms was detected by home monitoring. There were no adverse pt effects reported. The lead was explanted. Implant and explant dates were not provided for the lumax. It is unclear if the ICD was explanted. Lumax 300 dr-t, (B) (4), MDR 1028232-2009-00674.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, fraying of the outer insulation 18 cm distal of the connector pin as well as fraying of the insulation of the rope conductor to the rv shock coil at the same site could be noted. This damage manifestation is with high probability to be regarded the cause of the clinical complaint. The fraying of the insulation requires an excessive mechanical load of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. All other damage at the lead is probably a result of the explantation process. The analysis did not find any mfg error or material defect at the lead.